Event description:
Stapler was being used to perform a wedge resection of the lung. Stapler jammed and very hard to get it to cut. Was able to force partially open but, came out closed. FDA safety report ID# (B)(4).